Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. Photos of the returned customer sample shows evidence of the cracked tube and leaked additive. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6063543. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 16x100 mm 8.5 ml bd vacutainer® glass whole blood acd tube was cracked and had leaked additive before use. No injury or medical intervention.